Event description:
The user facility reported that during an unspecified colonoscopy procedure, one of the buttons did not work and the image was lost while the device was inside the pt. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but no additional detailed info was provided regarding the event. The device referenced in this report was returned to olympus for eval. The eval confirmed the device would not display an image. The endoscope was found to be leaking at the electrical connector. There was evidence of fluid invasion in the switch cover and endoscope connector. Corrosion was present on the charge coupled device flexible printed circuit board (ccd-fpc) unit, which likely caused or contributed to both the button and/or image difficulties. The evaluation also found that the distal end cover was chipped and cracked, and the unit failed electrical safety testing. The bending section glue was cracked, peeling, and discolored. The objective lens was scratched, and there was liquid behind the lens. The light guide lens was chipped, the light guide tube was cracked, peeling, and buckled. A sharp edge was noted on the air/water nozzle. There was grinding and heavy movement on the control knobs, and the variable stiffness was non-functional. The device was refurbished. Based upon the findings of the evaluation, the exact cause of the phenomenon cannot be conclusively determined, however, user handling during reprocessing may have contributed to the reported event. This report is being submitted as a medical device report in an abundance of caution.